Manufacturer narrative:
If additional information becomes available, a follow up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client reported that the needle is detached from the thread when opening the package. The event occurred prior to use.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed in the market 6,084 units. There are no units in stock in b. Braun surgical's warehouse. We have received an open sample, it seems unused, with the needle detached from the thread and the thread still wound on the pack. The thread end attached to the needle has been visually analyzed and the thread seems that escaped from the needle because too low strength was used to attach it. However, without closed samples a proper analysis cannot be performed. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Taking into account that there are no previous complaints of this code batch, we consider that this is an isolated and accidental unit. The claim is confirmed but the batch is considered correct. Final conclusion: in spite of receiving a defective sample, without closed samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyze it. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.